Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion, improper bone prep and/or prying/leveraging the device during use. Per dfu-0054-eo revision 5 g. Precautions 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/16/2023, it was reported by a sales representative via e-mail that (2) ar-3740sp double loaded knotless fibertak broke during insertion. The surgeon was able to implant one of the fibertak anchors. This was discovered during a lateral extra-articular tenodesis procedure on (B)(6) 2023. Additional information received on 8/21/2023: the surgeon was able to remove all the broken fragments and completed the procedure with an ar-3740sp double loaded knotless fibertak.